Manufacturer narrative:
Note: this MDR report is being submitted due to a retrospective review of complaints associated with a remedial action (recall ID number: 92539). A2, a3, a4, a5: unknown/ not provided. D6a/d6b - not applicable, as this is not an implantable device. E1: name and last name of initial reporter not provided phone number: telephone (B)(6). H9: johnson & johnson surgical vision (jjsv) has initiated a field action related to the veritas¿ advanced infusion packs (vrt-ai) and veritas¿ advanced fluidics packs (vrt-af) due to the potential for the weld protrusion to be larger than the design specification which could lead to failure during the priming cycle and/or suboptimal vacuum delivered to the phacoemulsification and irrigation/aspiration handpieces during the surgical case. This could result in a delay in surgery and/or longer surgical time, which may result in post-operative ocular sequalae, such as transient corneal edema. Device evaluation: product was returned and evaluated. A visual inspection of the returned product reveals a slight weld protrusion. The reported event was confirmed. Based on investigation results a product malfunction and product deficiency was confirmed. A nonconformance was initiated to address the weld gap protrusion findings. Manufacturing record review: a review of the records related to the device was performed. The records showed the device and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a low vacuum error had occurred during prime test prior to procedure. It was also said the vacuum had lowered but there was no error. Customer changed the pack to new one, and changed the setting value. Procedure was successfully completed. There was no patient injury. Product was returned for investigation and results confirmed slight weld gap protrusion. No further information provided.